Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the fio2 was out of specification; while set at 90% the device was delivering 94%. The fsr calibrated the oxygen sensor and fio2, which resolved the customer's reported issue. The operational verification procedure was performed and the device passed all testing. The device was returned to the customer operating to manufacturer specifications.

Event description:
The customer reported that their avea ventilator's fraction of inspired oxygen (fio2) delivery is approximately 4% higher than expected. The customer reported that there was no patient involvement.